Event description:
The consumer was attempting to get into her van when she went tilt her chair back more, the chair allegedly lurched forward, causing the chair to flip off of the van lift and land on top of the consumer. The consumer allegedly sustained a broken femur.

Manufacturer narrative:
User was new to the chair and traveling in a van when they had stopped and exited the van. After their stop user reportedly was attempting to re-enter the van. While using the van lift the chair inadvertently had gone off the lift and resulting in a broken femur. Van lift and area transgressed is unk. Malfunction has not been established. Product has not been returned for evaluation at this time; so, it is unk if a malfunction occurred or if other factors such as misuse or user error had occurred. MDR filed based on alleged injury.